Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the wand stopped suctioning and the end of the probe unit looks deformed. Further, a thirty second delay was reported with no negative patient outcome.